Event description:
The medical surveillance specialist (mss) has reviewed the customer service rep (csr) documentation. On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging a black marks issue with the display of a one touch ping meter. At an unspecified time before the alleged issue began, the reporter claimed that the pt had developed symptoms of weakness and shakiness. Around the same time the alleged issue began, the pt reportedly administered self-treatment by eating food and/or drinking a beverage. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the alleged black marks issue with the meter's display. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. Although the pt administered self-treatment by consuming food and/or drink(s), his reported symptoms developed before the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.